Manufacturer narrative:
The manufacturer had previously reported an allegation that a device's av connector was damaged. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's ac inlet connector was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's ac connector was damaged. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.